Manufacturer narrative:
Date sent to the FDA: 3/16/2021. Additional information: a2, d3, g1, g4.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent right orchiectomy on (B)(6) 2018 during which the surgeon noted the patient had a history of some sort of entrapment syndrome after a right-sided inguinal hernia repair. He described approximately 10 years of right sided testicular pain and chronic right orchialgia, had undergone physical therapy and pain management and was just having essentially debilitating right testicular pain. It was reported that the patient experienced chronic pain. No additional information is provided.